Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the left circumflex (lcx) artery. The physician advanced a 2.5 x 16mm promus element stent to the lesion but was unable to cross. Pre-dilatation was performed with an unknown balloon and the promus element stent was advanced again but still could not cross the lesion. It was then stated "they used catheter to support to cross the lesion with this device, the stent was dislodged then." The stent was still on the unknown guidewire and was retrieved using a snare. During the procedure a previously deployed stent in the lad (left anterior descending) had moved to the left main trunk. It was also noted "it was possible that this promus element mr ous 2.50x16mm came into contact with the stent deployed at prox lad." The physician then deployed two non-bsc stents in the lcx lesion, a dissection was noticed at the distal end of the lesion. The cause of the dissection is unknown. The physician deployed a 2.25 x 12mm promus element stent to treat the dissection. The procedure was complete. There were no further patient complications reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device found the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was also returned severely stretched and damaged. Kinks were also noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A separate guidewire was also returned to the complaint investigation site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).